Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they received emergency medical assistance due to a low blood glucose on (B)(6) 2020 with blood glucose of 30 mg/dl. The customer mentioned they were just watching television after dinner and then were rushed to the emergency room. The customer treated with intravenous therapy at the hospital. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had the insulin pump removed when she was rushed to the emergency room. Troubleshooting was completed. The customer reported the drive support cap appeared normal and that the insulin pump programming was accurate. The insulin pump will not be returned for analysis.